Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this ipp due to penile corporal body erosion related to the migration of the right cylinder into the distal end of the urethra. The erosion was diagnosed upon clinical examination, wherein it was decided that the ipp had to be removed. All components of the existing ipp were removed. It was reported that the patient fully recovered.